Manufacturer narrative:
The customer reported that the display monitor on the cns (central nurses station) goes black. Customer switched out monitor with a spare to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the display monitor on the cns (central nurses station) goes black.